Event description:
The reporter stated that the electrosurgical pencil was used in surgery for a groin hernia. When the device was not being used, it was put on the drape on the patient. However, the device was still hot and burned the patient.

Manufacturer narrative:
To date, the incident sample has not been received for evaluation. Further information on the patient and their injury and the sample have been requested. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.